Event description:
Patient was revised. Reason for revision is unknown at this time, however, it was noted on the report that patient did have wear around the trunnion of the stem.

Event description:
Litigation papers allege, the patient suffered from pain.

Manufacturer narrative:
Patient was revised. Reason for revision is unknown at this time, however, it was noted on the report that patient did have wear around the trunion of the stem. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left side). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no related reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.